Event description:
During a clinical trial, sponsored by bwi, following a procedure with a navistar thermocool catheter, a patient developed inguinal bleeding, back pain and dyspeptic problems. The patient¿s medical history is unknown. The patient did not require hospitalization for any of the events. However, the patient did receive medical intervention. Compression was given for the inguinal bleeding, metamizolum natricum monohydricum was given intravenously for the back pain and omeprazole 20mg 2 times a day, was given for the dyspeptic problems. The inguinal bleeding and back pain were considered definitely procedure related and the dyspeptic problem was considered possibly procedure related.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) (B)(6). (B)(4).